Event description:
It was reported that during a total gastrectomy procedure, when firing the device with the reload, the staple formation was not formed properly. There was proper staple formation on the patient side, but improper staple formation on the retrieved specimen side. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Anvil detached/missing. The analysis results found that the device was received with the anvil detached and with no reload present. No functional test could be performed due to the condition of the device. While no conclusion could be reached as to how the anvil became detached, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. The device met the release criteria for distribution.